Event description:
It was reported that prior to starting a da vinci-assisted sleeve gastrectomy surgical procedure, the customer received an error 17 on the robot at startup. The customer performed a hard power cycle of the system prior to the call. The technical support engineer (tse) reviewed the logs and found an error 31089 reporting from the top blue fiber port on the tower. The customer swapped the robot with system sq1115 and blue fiber cable from the tower to robot, however the system faulted again at startup with error 307. The tse log review showed a 31089 error again reporting from the top blue fiber port of the tower. The procedure was aborted to another da vinci system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller in the tower. The system was tested and verified as ready for use. The tower ccc was returned for failure analysis, and the reported errors 31089, 170, 307, and 17 were able to be confirmed and replicated. Errors 31089, 170, 307, 17 were found in the system logs confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The tower ccc was installed in the golden system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff2) connected to the ccc. The firefly cable was replaced with a known good cable using the aba procedure, after which the tower ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff2) in the tower ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.